Event description:
The operating table malfunctioned during a procedure and began to move on its own. The table tilted to the pt's right to approx 30 degrees, before manual intervention could restore the bed's position. This occurred twice during the procedure. The pt was strapped in to the bed, so the likelihood of injury was minimal. The problem has occurred in the past starting around the end of (B)(6) 2015, and occurring again in (B)(6) 2015. The MFR was called in to investigate, but could not duplicate the issue each time they were in to investigate. Biomed also quarantined the bed for two weeks to perform testing to try and duplicate, with no success. The MFR is currently performing an investigation into the matter, but has yet to provide any results. At this point in time, the MFR is going to swap out all the electronics, and hydraulics, in an effort to totally isolate the issue.